Event description:
A call to technical services was made on 10/10/2013 stating that patient denies emi exposure and no medical procedures to the dates of atrs with noise. Representative stated that noise was first noted on atrium and shock channel with the atr on (B)(6) 2012. They elected to bring in patient for induction to test and assure shock lead was good. All impedances have been good and stable and everything looks good. Patient had another atr on (B)(6) 2013 showing the same noise. Representative stated that they have had the patient in clinic and apparently could not recreate noise with isometrics but representative was not involved so does not know what they actually tried. As per technical services it could have been the outer insulation issue with the atrial lead in the pocket area. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).